Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: it was reported that the keypad buttons were responding intermittently. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the battery compartment was found to be cracked and the display screen was found to be dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
It was reported that the "up, down, and ok" buttons were unresponsive.